Event description:
Pt with a total knee implant was revised due to infection. Cause of infection is unk.

Manufacturer narrative:
Pt with a total knee implant was revised due to infection. Cause of infection is unk. Review of the device history record indicates that the device was manufactured to spec. All sterilization requirements were met.